Event description:
It was reported that the customer experienced a low blood glucose (bg) of 47 mg/dl; cause was unknown. Customer consumed glucose tablets to address bg. Additionally, it was reported that the pump intermittently indicated multiple data log corruptions. Reportedly, customer continued to use the pump for insulin therapy. Recommendation was made to discuss diabetes management with a health care professional.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump indicated a data log corruption. Customer's blood glucose level was xxx mg/dl. Reportedly, customer continued using pump for insulin therapy.